Event description:
After the procedure, the sideport detached from the introducer when the sheath was being removed. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment remains unknown.